Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. Unable to resolve with existing troubleshooting or labeled instructions,issue escalated force closing/relaunching the app and restarting the mobile device resolved the issue. Reported issue resolved, no escalation required the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Reported issue resolved, no escalation required.

Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. Following an investigation, the software support team verified through database logs that the user's account was active and unlocked. Additionally, it was confirmed that the pump possessed a valid security certificate in teneo, and there were no login failures recorded in the user's login activity. The following troubleshooting guidance was provided to the helpline: clear the application cache. Uninstall the application. Redownload and reinstall the application. Retry the login and pump update. The helpline reported that they replaced the user's pump. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00112475. (Most likely) root cause: the most probable root cause is a hardware issue with the pump, likely related to the security certificate. Analysis summary: the user's pump was replaced, and no additional issues have been reported since. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.